Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.